Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date (B)(4).

Event description:
An optometrist reported extreme photophobia approximately one month post photo refractive keratectomy (prk) in a patient's left eye. An inflammatory response was also detected. Topical steroid dosage was increased. Upon follow up, symptoms have resolved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. Without logfile the root cause could not be determined conclusively. (B)(4).